Event description:
It was reported that during a lobectomy procedure, there was an incomplete staple line resulting in 355cc's of blood loss. There was no adverse consequence to the patient.

Manufacturer narrative:
Info was not provided by the initial contact. Information anticipated but unavailable at this time.